Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display and alarmed power loss alarm. Troubleshooting for power loss alarm was performed. Customer's blood glucose level was 8.0mmol/l at the time on the incident. It was reported that the insulin pump was alarming during the call and customer pressed buttons but it did not allow them to do anything. Keypad anomaly troubleshooting was performed. It was reported that the number were not ramping on their own and that there was no response from any button. Frozen display troubleshooting was performed. It was reported that when the clock was monitored, the time did not advance on the screen. It reported that the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.